Event description:
Per the clinic, the device was electively explanted on (B)(6) 2025 due to the patient is a frequent athlete and often gets injured who requires regular MRI and no real benefit with the implant leading to device non-use. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Device analysis report attached.